Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patients test strips have been returned on 1/8/2015 and further evaluated by lifescan product analysis on 1/12/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/29/2014). The patient¿s meter has been returned on 12/12/2014 and evaluated by lifescan product analysis on 12/17/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra meter read inaccurately low compared to a laboratory device. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began three years prior to contacting lfs. The patient reported obtaining a blood glucose reading of ¿102mg/dl¿ on the subject meter and ¿337mg/dl¿ on a laboratory device. The time difference between these results exceeded thirty minutes and so does not allow for lfs to determine a possible inaccuracy. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged inaccurate reading. The patient reported developing symptoms of ¿dizziness, off balance and shakes¿ on the morning of (B)(6) 2014. The patient reported receiving hcp treatment of oral medication and unknown IV fluids while at the emergency room. The patient reported a blood glucose reading of ¿337mg/dl¿ taken on the ER/hospital meter. At the time of troubleshooting the csr verified that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms and received medical treatment from an hcp after the alleged inaccuracy began.